Event description:
IV fluids were infusing via the alaris carefusion pump using the smartsite infusion set. Upon assessment by rn, fluid noted leaking. Pump set found disconnected at port directly about the slide port. The infusion was immediately stopped, and the tubing was replaced.====================== health professional's impression======================the connection on the pump set tubing by the slide clamp is not secure.